Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to water while the customer was assisting another person with a shower. Subsequently, a malfunction alarm occurred. There was no impact to the customer's blood glucose level (132 mg/dl). Reportedly, the customer had manual injections available for alternate insulin therapy.